Event description:
During the transfemoral tavr procedure, the sapien xt valve was positioned 60/40 aortic/ventricular, however, during deployment the valve shifted and was deployed 80/20 a/v, resulting in moderate paravalvular leak (pvl). The valve was post dilated with an additional cc of fluid added to the delivery system, but there was no significant improvement in pvl. The decision was made to place a second valve in order to seal the pvl. The second valve was deployed 60/40 a/v, which reduced the pvl to trace. The patient was transferred to the unit in stable condition. The patient¿s native aortic annular diameter was 24mm by tee and 20.6mm x 28.9mm by CT,with an area of 448mm2. The native valve calcification was moderate and the aortic root was mild. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were reported to be good, ventilation was held and there was no loss of pacing capture during valve deployment. The malposition and subsequent pvl was attributed to fast inflation during valve deployment.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report, fast inflation by the operator during deployment contributed to the aortic malposition and subsequent pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.